Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account reported that the patient was experiencing ventricular tachycardia (vt) and increased coughing. An echocardiogram was done which revealed a midline septum, a closed aortic valve, and no mitral regurgitation. The controller event log file captured events from (B)(6) 2023. No notable events or alarms were observed, and the pump appeared to function as intended throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas instructions for use (IFU) l, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ventricular tachycardia with increased coughing while in the clinic. An echocardiogram revealed midline septum, closed aortic valve, and no mitral regurgitation. A review of the log files by technical services found only pulsatility index (pi) events.